Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted and fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to pass through the introducer and further through the patient's vessel system. It was noted the lead was removed and visual inspection revealed a loose wire in the coil of the distal portion. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.